Event description:
A home patient report numerous incidents of the minicaps being dry. The patient reported the sponges to be white in color. The patient reported noting this issue prior to use. Per the home patient, no patient injury or medical intervention was associated with these incidents.